Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a device became stuck on the guidewire. The 90% stenosed denovo target lesion was located in the moderately tortuous and severely calcified external iliac artery. The physician advanced a 6.0mmx60mmx135cm sterling balloon catheter to predilate the lesion. When the physician attempted to withdraw the sterling balloon it became stuck on a non-bsc guide wire. The physician was able to successfully remove the balloon and guide wire as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a magnified inspection revealed a longitudinal tear in the balloon wall from the proximal end to the mid-section of the balloon. The inner shaft was kinked within the markerbands. The inner diameter (ID) of the wire lumen was measured with a calibrated pin gauge set; and found to be within specification. Functional testing was performed by loading a .018" guidewire into the tip and advancing through the inner shaft of the catheter encountering resistance. The guidewire would not advance past the location of the inner shaft kinks. The wire was not returned stuck in the lumen of the catheter, as reported, but the damaged inner shaft confirmed wire movement difficulty which may be consistent with the reported catheter-guidewire interaction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a device became stuck on the guidewire. The 90% stenosed denovo target lesion was located in the moderately tortuous and severely calcified external iliac artery. The physician advanced a 6.0mmx60mmx135cm sterling balloon catheter to predilate the lesion. When the physician attempted to withdraw the sterling balloon it became stuck on a non-bsc guide wire. The physician was able to successfully remove the balloon and guide wire as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.